Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips that were discarded were crossing and not closing completely. A cholangiogram was not used and the device was not part of a kit. Another like device was used to complete the procedure.